Manufacturer narrative:
Insulin pump passed the self test and displacement test. Hardware low level failures alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on the ambient light sensor. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call device error and high blood glucose. The customer's blood glucose was 424mg/dl at the time of call. Trouble shooting was performed and found customer received critical pump error after running self test. It is unknown how customer treated for the high blood glucose. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.